Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, serial/lot #: (B)(6) the injector was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively in an unknown procedure. It was reported that while prepping for a surgery the system experienced a localizer not connected error. Camera cart was receiving power (monitor was on, blue power button was illuminated), but there were no lights on the camera and it could not track.  Patient present. Manufacturer navigation was aborted. Surgical delay and patient impact were unavailable. The probable cause was noted to be a disruption in the power chain leading to the camera. Troubleshooting was performed, the field representative replaced the ethernet cable from the camera mast bulkhead to the back of the camera with no effect. The rep entered nditoolbox and reported no connection to the camera. The poe injector had no light illuminated. The rep reseated the poe injector power cable into v4, uninterruptable power supply (ups) light green. The rep swapped the poe injector power cable to v5, no effect. The rep confirmed poe ground cable was tightened. Consist ently when wiggling the poe injector power cable on the ups, the light on the poe injector would turn red and then fade back to greyed out. No further information available.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: h3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended.  Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the procedure was a spinal case, there was no delay and no patient harm.